Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, the reported event for the device was, damaged cartridge. This is an analysis for seven photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: first photo shows a tyvek with the lot # 405a73, exp. Date: 2024-07-31. Second, third, fourth and fifth photos show a blue reload with the reload deck damage. Sixth photo shows a blue reload fully fired. Seventh photo shows a staple line on the tissue. Based on the pictures provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: n/a, device history batch : n/a, device history review : n/a. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that the plastic on the surface of the reload peeled off during intra-operative lap gastric sleeve.